Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in carefusion application and would not load application. A field service engineer did some troubleshooting steps and later escalated the issue to technical support system (tss) and later tss and dialed into the station and backed up the station and the application started running and tested functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, app was not loading the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.